Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device went vent inop during initial use testing. No patient involvement.

Manufacturer narrative:
Philips field service engineer confirmed the reported problem and found the da-mc ribbon cable connection not fully seated. Philips field service engineer re-seated the connection to resolve this issue. (B)(4).